Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round spectrum 525cc saline breast prostheses. Deflation of the left breast prosthesis was determined. As a result, the patient underwent removal and replacement with mentor smooth round high profile 560cc saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 6/25/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation observed 20 rents on both views; rent a measuring approximately 0.5 cm, rents b and c 0.1 cm, rent d 0.3 cm, rent e 2.2 cm, rent f 1.6 cm, rent g 0.4 cm, rent h 0.2 cm, rent I 0.3 cm, rents j, k, l, m and n 0.2 cm, rent o 0.3 cm, rent p 1.8 cm, rents q and r 0.3 cm, rent s 1.1 cm, rent t 2.2 cm. Additional area of missing material measuring approximately 0.4 x 0.2 cm was observed on the posterior view. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rents and missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since twenty rents and an area of missing material were found on the device. However, at this point is it not possible to determine the root cause of such damage or origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rents and missing material occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4)

Manufacturer narrative:
On 5/23/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/23/2018, mentor became aware that the correct date of event was (B)(6) 2018. Mentor also became aware that the suspect medical device's lot number was 265867. In addition, mentor also became aware that the concomitant product was mentor smooth round spectrum 525cc saline catalog #3501485 lot: 265867 sn #(B)(4) and that the replacement devices were: mentor smooth round high profile 560cc saline catalog #3503560 lot: 7541887 sn:(B)(4) and mentor smooth round high profile 560cc saline catalog #3503560 lot: 7541887 sn: (B)(4). Manufacturer¿s reference number: (B)(4).